Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual analysis of the controller confirmed that one of the power connectors was loose due to a loose nut on the interior of the controller. On visual inspection of the inside of the controller, evidence of moisture was noted. Functional diagnosis was not done due to the conclusive nature of the visual test. A DHR was conducted by reviewing the supplier ncmr log. No non-conformances were found in the DHR review. The controller was in use when the reported event occurred. The reported event was confirmed by visual analysis of the connectors. While the exact cause that provoked the loose connector could not be determined accurately, it is likely that this damage is the result of a loose bolt. The root cause was likely inadequate thread locking adhesive used in the manufacturing process. Moisture inside the controller was likely secondary to the loose connector. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient at home experienced a controller with a broken power port 1. The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided.